Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, the motor of the intellicuff does not work and the pressure cannot be adjusted. This occurrence was noticed during patient ventilation. The intellicuff device alarms continuous. The intellicuff display is blinking which includes the red alarm led-bar at the top of the display and a blinking '10' in the target (set) pressure area of the display. The event log file is provided to hamilton medical ag. This malfunctioning with the error code 'tf10' was reproducible. There was need for medical intervention reported. The intellicuff device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation is ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, the motor of the intellicuff does not work and the pressure cannot be adjusted. - this occurrence was noticed during patient ventilation. - the intellicuff device alarms continuous. The intellicuff display is blinking which includes the red alarm led-bar at the top of the display and a blinking '10' in the target (set) pressure area of the display. - the event log file is provided to hamilton medical ag. - this malfunctioning with the error code 'tf10' was reproducible. - there was need for medical intervention reported. The intellicuff device was exchanged. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.